Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the 8 mm fenestrated bipolar forceps had a broken conductor wire. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: customer stated that the instrument was inspected prior to use and there was not any damage outside of the ordinary. It is unknown what surgical task was being performed as it was reported unknown. A full cable breakage was observed. There was no loss of cautery, no thermal damage, no arcing, no instrument collision and no fragment fell into the patient body. Patient demographics were not provided.